Manufacturer narrative:
Customer cancelled call. They had their bio-medical personnel look at the system. No evaluation completed. No additional information at this time. If additional information is received we will report.

Event description:
It was reported that the 9800 system exhibited intermittent low ma error messages and intermittent fuzzy images. There was no report of patient injury.